Event description:
It was reported that the bd maxplus positive pressure connector was occluded. The following information was provided by the initial reporter, translated from chinese to english: patient received a blood transfusion from a blood transfusion device at 17:40 on (B)(6) 2025 due to acute myeloid leukemia. When connected to normal saline, the liquid flowed smoothly. When replaced with suspended red blood cells, it was found that the drip speed was slow. After inspection, it was found that the needleless connector was blocked. No harm was caused to the patient, so it was replaced immediately. Additional information received from the customer: please confirm the blockage was completely or partial? Complete please confirm the make and model of the connecting products? Weigao please confirm if there are any visible defects to the device i.e., cracks, flashes, kinks? No.

Manufacturer narrative:
Device evaluation: a mp1000 china product was not available for investigation of (B)(4) ; however, the customer confirmed that the complaint sample was from lot 24015042. The feedback provided by the customer states that, "when connected to saline solution, the fluid flowed smoothly. After switching to suspended red blood cells, a slow drip rate was observed". Further information from the customer has stated that the complete occlusion was experienced when the connector was connected with weigao catheter. And no visible damages were observed in the connector. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24015042 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However, previous investigations have identified that certain designs of male luer can cause flow restriction or occlusion as they can grip onto the piston of the maxplus preventing its proper collapse. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product mp1000 china in the past 12 months.